Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose level was over 300 mg/dl. The patient administered 4 units of insulin bolus and only two drops came out of the infusion set cannula. The patient also reports that 11 units of insulin were displayed on the infusion device, but alleged that the amount in the insulin cartridge appeared to be more than 11 units.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.